Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the clips did not close completely. A new er320 was used to finish the case. There was no consequence to the pt.